Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm. Customer's blood glucose ranged from 133-134 mg/dl. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned